Manufacturer narrative:
Additional information was received that the patient was prescribed with pain medications and was reportedly doing well. The computed tomography (CT) scan was done and it showed normal findings. The physician believed that the pain was a normal procedural pain.

Event description:
A report was received that the recently implanted patient was having a lot of post-operative pain. It was unknown what caused it. The patient was sent to emergency room for pain management.

Event description:
A report was received that the recently implanted patient was having a lot of post-operative pain. It was unknown what caused it. The patient was sent to emergency room for pain management.